Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room a week after the implant procedure for edema in their left arm. A deep venous thrombosis in the left subclavian vein was diagnosed. The patient was hospitalized and given medication. The leads remain in use. No further patient complications have been reported as a result of this event.